Manufacturer narrative:
The technician isolated the issue to a failing solenoid valve. He replaced the solenoid valve to repair the bed.

Event description:
Info received indicates the head up function is not working.